Event description:
Information was received indicating that a leak was noted on a cannula to a smiths medical bivona® adult fome-cuf® tracheostomy tube. The cannula was changed out and the cuff to the tracheostomy (trach) deflated and re-inflated. Two days following, a bacterial infection (pneumonia) was reported and the cuff was deflated. The patient was required to be mechanically ventilated and treatment was ordered. The patient has recovered and the infection resolved.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection of the device revealed no defects. Leak testing was performed and did not found any evidence of cuff leakage. The cuff was also inflated beyond the fome surface and did not show any evidence of cuff leakage. A review of the device history record was performed and was found to be complete. Based on the evidence, a root cause was unable to be confirmed. No defect was detected with the returned device.